Event description:
On (B)(6) 2013, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, a type ii endoleak was observed. However, no treatment for the type ii endoleak was performed and the procedure was concluded. On (B)(6) 2017, the inferior mesenteric artery was ligated and aneurysmorrhaphy was performed by the open surgery because of the type ii endoleak from the ima with the aneurysm enlargement was confirmed. After the reintervention on (B)(6) 2017, it was unknown if there was any endoleak, but the aneurysm was enlarged. On (B)(6) 2023, no endoleak was observed, but gore® excluder® aaa endoprostheses were implanted proximally of the trunk and distally of both legs. After all devices were implanted, no endoleak was observed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The device implanted at the opposite side was reported separately. It is unknown if the endoleak was noticed on (B)(6) 2017. The cause of the aneurysm enlargement is unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.